Event description:
It was reported that during follow-up,it was noted that within 24 hours of implant the pulse generator exhibited premature elective replacement indicator. After a device software download, normal function resumed. On 2/17/14 the patient came in for follow-up, the device exhibited premature elective replacement indicator again. The device remained implanted.

Manufacturer narrative:
Measured battery data showed intermittent drops in battery voltage followed by recoveries to normal values. Final analysis found a bond wire clamped between battery and the plastic hybrid support, in the vicinity of the battery terminal, causing repeated triggering of elective replacement indicator followed by normal battery values. The bond wire did not belong to any components of the device.

Event description:
New information received on (B)(4) 2014, noted that the device was returned for analysis.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.